Event description:
It was reported that the patient was experiencing pain 3 inches below incision / incision tender/zapping to the touch. The patient was implanted friday, this began friday night just before bed. This continued/got worse sat and sun. The patient saw hcp (healthcare provider) monday. Hcp checked ins and saw stim on at 0.0v and stated programming not set up by the representative. The hcp didn't have 8840 and hcp was depending on the representative to set up programming. Hcp turned stim off and the patient's pain had started to feel better. Monday stim will be turned back on. The patient discussed possibly having a pinched nerve. The patient expressed that she was worried ins had moved in pocket since implant. The patient discussed this with hcp and hcp told the patient this was very unlikely. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# va0cnv9, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).